Event description:
It was reported the evis lucera elite colonovideoscope was reprocessed in an incorrect way before being used in the next procedure. The user made the choice to not follow the reprocessing instructions. It is unknown how many times the scope was reprocessed incorrectly before being used in a procedure. There were no reports of patient harm or impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the event was confirmed and occurred because the device was insufficiently reprocessed by the facility staff. Replacement of the water filter had been implemented once in two years by the user¿s decision although the user had acknowledged frequency of replacing the water filter at least once in two months, which was recommended in the instructions for use. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use: instructions for oer-6, operation manual, chapter 7, routine maintenance, section 7.3, replacing the water filter (maj-2317), describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.